Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl "cannot do the start-up tests." It was later clarified by the customer that using the xl button combinations to access menu items was only successful after 20 attempts. There was no patient involvement.